Event description:
It was reported that the patient underwent implantable neurostimulator (ins) replacement on (B)(6) 2014 due to normal battery depletion. After the new ins was placed, impedances on the left lead were measured to be 210 ohms between contact 9 and the case. With the old ins, impedance had been measured at 1229 ohms for the same electrodes. Current increased from 4 ma to 11 ma and it was noted that stimulation used the two middle contacts. The ins was again replaced on (B)(6) 2014 and impedances were still low. Reprogramming was performed without contact 9, and the patient was ¿ok¿ and stimulation/therapy was effective.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).